Event description:
It was reported that patient was in the office to see hcp for an appointment, he reported ¿hitting his head at work¿ he reported ¿not feeling the same¿ since he hit his head. Upon checking impedances today ,  contact zero and contact three were all showing red. X-rays were ordered. Also, clinician was going to attempt to program using the viable contacts which are contact one and contact two.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.